Event description:
A battery/power issue was reported with the adc device. Due to a fast-draining battery, the adc reader would not charge and customer was unable to obtain readings. As a result, customer had an "extended stay at the hospital" where he was monitored and treated with glucagon, glucose gel, and carbohydrates. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.